Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4),product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was pain around the implantable neurostimulator (ins) and the patient wanted the device explanted. It was noted the leads were left in. There were no reported issues with therapy. It was noted the device would be returned. Follow up reported the device was explanted and being sent in. The explant was due to the patient having pain at the generator site. Patient was discharged from the hospital and doing "fine." It was later reported the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no anomaly.